Event description:
On (B)(6) 2015 the lay user/patient contacted lifescan alleging that their onetouch verioiq meter was reading inaccurately erratic. The following complaint was classified based on information obtained from the customer care advocate (cca) documentation. The patient alleged that the product issue began on (B)(6). The patient reported obtaining blood glucose readings of "417 and 217mg/dl" on the subject meter, obtained within 20 minutes of each other. Based on statistical methodology, the calculated difference of these glucose results exceeds lifescan's criteria for precision. The patient manages their diabetes with pills, diet and exercise. The patient reported developing a symptom of anxious. The patient denied receiving any treatment for this symptom. The alleged issue was not resolved with troubleshooting and replacement products were sent to the patient. Based on the information provided, there is no indication that the reported issue caused or contributed to a serious injury. The patient did not develop any serious symptoms and did not report any medical treatment. However, this complaint is being reported because the alleged issue remained unresolved at the time of troubleshooting.